Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8th june 2026, it was reported by an arthrex's employee via an email that for 3 units of ar-4501, meniscal cinch¿ ii: for 1st unit of ar-4501, the implant had dropped out when the surgeon opened the package. Another ar-4501 was changed to but for the 2nd ar-4501, the suture could not be tightened. A 3rd ar-4501 was changed to, and the first implant was set properly but the second implant dropped out. This was detected during a meniscus repair surgery on (B)(6) 2026. The procedure was completed successfully by using another brand products.